Manufacturer narrative:
Concomitant product: product ID: neu_unknown, product type: unknown. (B)(4).

Event description:
The patient's health care provider (hcp) reported a few years ago, the patient experienced a strange sensation of catching his breath when he moved his stomach (patient's stimulator is in his stomach). The patient began to have attacks that lasted 10 to 20 seconds, whereby he can't speak and loses control of his movements. It was noted this happened in the interview with the hcp. The cable was worn at the end where it joins the electrode. During the last 3 months the patient has had 4 operations to locate and solve the problem. Two to change and clean different components of his stimulator, then 1 to replace the stimulator. Finally 1 to replace the cable. Given that none of this worked, the patient now has to decide if he wants to undergo an operation to replace the whole device. The patient was deciding on which device manufacturer to go with. If additional information is received, a follow up report will be sent.